Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the lipc lipase colorimetric assay on two cobas 8000 c (701) modules (serial numbers (B)(4)). The results of the sample did not agree with other clinical findings of the patient. The complained sample was initially tested on c701 serial number (B)(4), resulting in a lipase value of 239 u/l. The sample was repeated on the same analyzer due to an internal laboratory rule, resulting in a value of 239 u/l. The value was reported outside of the laboratory. The patient was prescribed a computed tomography scan based on the high value and a second sample collection was requested. A second sample was collected from the patient and tested twice on c701 serial number (B)(4) on (B)(6) 2022, resulting in lipase values of 37 u/l and 36 u/l. Both the complained sample and second sample were repeated. The complained sample was repeated on c701 serial number (B)(4), resulting in a lipase value of 220 u/l. The second sample was repeated on c701 serial number (B)(4), resulting in a value of 37 u/l.

Manufacturer narrative:
A general reagent issue could be ruled out as calibration and controls are acceptable. No information was provided indicating the lipase assay is not working correctly. There was no evidence that drug metabolites in the patient's sample interfered with the lipase assay. The time span between the two sample collections of the patient fits with the biological half life of lipase. The investigation could not identify a product problem.